Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.